Manufacturer narrative:
(B)(4). Batch number: r57c48. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with three cartridges reloads present. The cartridges reloads were received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the laparoscopic sleeve gastrectomy, after fired, found could not return the blade. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.